Event description:
Additional information was received from the patient on 2016-01-19 stating that the recharger issue had been resolved.

Manufacturer narrative:
Concomitant medical product: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient's friend reported the patient's implantable neurostimulator recharger (insr) didn't recharge her implantable neurostimulator (ins) well. The insr would only recharge the ins to half full and then would stop. The patient used a recharging belt and kept an eye on recharging screen when recharging. There were no patient symptoms reported. The indication for use was non-malignant pain and lumbar radiculopathy. If additional information is received, a follow up report will be sent.